Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Additionally, it was confirmed that the right ventricular (rv) lead had been fully inserted by evidence of lead seal ring marks in the device rv header port. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this system was exhibiting shocking impedance measurements greater than 125 ohms and pacing impedance measurements greater than 2000 ohms. Additionally, low amplitudes, high thresholds and functional undersensing were observed. A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.